Manufacturer narrative:
Two samples from the patient were submitted for investigation. Investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer provided 1 patient sample for investigation that was tested for thyrotropin (tsh), ft3 - free triiodothyronine (ft3 iii) and free thyroxine (ft4 ii). Based on the data provided, erroneous ft3 iii results were identified between the customer's e602 analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. Erroneous ft4 ii results were also identified between the e 170 analyzer and the e411 analyzer used at the investigation site. Erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with a1 patient identifier (B)(4) for information on the ft4 ii reagent lot 184927 erroneous results and a1 patient identifier (B)(4) for information on the ft4 ii reagent lot 188371 erroneous results. Refer to the attached data for patient results. No adverse event occurred. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 187432 with an expiration date of 07/31/2016. The serial number for the customer's e602 analyzer is not known.